Event description:
It was reported the pt experienced a shocking or jolting sensation following an MRI performed in 2008. The following day the pt reported the "jolting sensation shooting through my body". The device was turned to 0.0 volts and off. Add'l info has been requested but was not available on the date of this report.